Manufacturer narrative:
The explanted pump was returned for evaluation. Thrombus was confirmed through the evaluation of the pump. The driveline was severed approximately 3.5 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet stator revealed a pink, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. However, although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the deposition would have created additional resistance on the spinning rotor, potentially contributing to power elevations that were identified in the submitted system controller log file. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patient's lactate dehydrogenase (ldh) level was elevated to 956 u/l and was 1217 u/l on (B)(6) 2017. The patient was admitted to the hospital and placed on heparin and then integrilin. A ramp echocardiogram was negative for pump thrombosis. The patient was transferred to a different hospital for heart transplant listing and integrilin was discontinued when the ldh level trended downward into the 400 u/l range. The ldh level began to rise again, and the patient was given bivalirudin. Due to an elevated prostate specific antigen, the patient could not be transplanted and was transferred back to the implanting center. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.